Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on 11/02/15 at 6:30am with a high blood glucose level of 440 mg/dl. The customer was vomiting before the incident began. The customer did not mention any form of treatment for their blood glucose levels. The customer had received multiple alarms including a weak battery alarm and failed battery test. The customer was assisted with setting the time and date on their insulin pump. The customer was assisted with troubleshooting and the device passed the self-test function.